Manufacturer narrative:
Device evaluation: analysis of the returned device identified some flat creases, a wear abrasion, an opening crack, white particles inner device and a curved opening on the posterior. A leak test and microscopic analysis was performed which identified a striated opening on the posterior and an opening crack of the valve. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool. A cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "hole in valve". Device has been explanted.